Event description:
It was reported that the customer's insulin pump was over delivering. Caller stated that the customer's insulin pump randomly delivered three units of insulin during the night without any input from then. Caller stated that the customer's blood glucose dropped to 55 mg/dl due to the delivery anomaly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.